Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken main tube approximately 4.01mm x 7.47mm from the proximal clevis. Potential fragments might be missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was found to be dislodged. Additional findings related to the customer's complaint: the instrument was found to have a dislodged proximal clevis. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis show damage which may indicate potential mishandling/misuse. The main tube is broken. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Common causes of the failure mode dislodged instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.